Manufacturer narrative:
The exact patient age is unknown; however, it has been reported that the patient is over 18 years old. (B)(4) - (clip won't open). A visual examination of the returned device found that the prongs only opened to approximately 6 mm and were bent. The full span specification is 11mm. Functionally, the clip assembly was actuated several times and deployed per design. In addition, two distinctive clicks were heard. The root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the clip was positioned in the patient's stomach. An attempt to actuate the clip was made but the clip would not open. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be excellent. The initial event description is a non reportable issue. Based on the investigation results of bent prongs, the event is now reportable.